Manufacturer narrative:
Continuation of concomitant: 1999 lead, implanted: unknown; 1458q lead, implanted: unknown. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing pacing impedances. The rv lead remains in use and the impedance will be closely monitored. No patient complications have been reported as a result of this event.